Event description:
Caller reported a cgm error involving issue with a g7 sensor. After resetting the pump, caller did not experience the cgm error code again, indicating no adverse impact to blood glucose level. Caller successfully started sensor session following guidance from technical support.